Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas generated alert 32 for a motor processor communications error, resulting in insulin delivery stopping; a restart was attempted and the alert reoccurred, and the patient was instructed to use backup therapy while a replacement ilet was arranged, consistent with a failure to infuse and involving the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included review of the device history, analysis of complaint details, and receipt and inspection of the returned device. Investigation of this case revealed a motor processor communication malfunction within the delivery subsystem consistent with an internal component or electronics fault. It was concluded that the cause was a device malfunction related to the delivery motor communication circuitry.